Event description:
Study prevention of cardiac adhesions in pediatric cardiac surgery. Description: in 2006 - cardiac arrest - end date same day. Action taken: medication. Outcome: death.

Manufacturer narrative:
Medra item(s): cardiac arrest, death. This is a case reported to baxter by the responsible cro of an investigator driven coseal trial: a multicenter (I, UK, f) prospective, open, study to assess the performance of coseal as a barrier for adhesion prevention in pediatric cardiac surgery. Data required for further investigation as assessment: or report first surgery. Coseal: volume applied, application method (spray or standard applicator). Latency (temporal relationship) of event related to surgery (hour, days). Therapeutic measures to address the reported complication. Or report and findings at redo surgery (if performed). Rationale for the causality assessment of the investigator. Relevant laboratory, imaging, and eventful autopsy findings.